Manufacturer narrative:
The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the customer reported condition was not confirmed. However, during evaluation it was observed that the bearings were worn out and loose, creating a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment, not allowing the cutter to pass through. It was observed that after a couple tries the cutter was able to be inserted and the attachment heated up. This was caused by worn out bearings. The assignable root cause was determined to be due to worn out bearings, from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from germany that the attachment device ¿tube¿ could not be locked. During in-house engineering evaluation, it was observed that the device heated up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.